Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Manufacturer narrative:
A definitive root cause could not be determined. A micro-clot carry over is more typical of the discrepantly high results seen in this complaint. Sample pipetting issues were more typically seen with discrepantly low results. The customer was also running vitamin b12 and folate which are both know to form gel if high protein samples are used. A temporary clot in the sipper flow path is more likely. The customer performed a liquid flow cleaning the same day as the service visit which likely removed the clot. The analyzer was confirmed to be running within specifications.

Event description:
The customer stated they received questionable troponin t (tnt) results on their e601 analyzer. The customer stated their quality control was out and they reported two results that had to be corrected. Information on whether the quality control was out before or after the patient samples were tested was requested but not provided. The first patient's initial tnt result was 0.385 ng/ml. The repeat result was <0.03 ng/ml. The second patient's initial tnt result was 0.4 ng/ml. The repeat result was <0.03 ng/ml. The repeat results were considered correct. The physician was notified quickly so the patients were not treated because of these results. There were no adverse events. The tnt reagent lot number and expiration date were requested but not provided. The field service representative found a defective sample mechanism. He replaced the sample mechanism. The customer performed calibration and quality control without any errors.